Event description:
During the procedure, the physician used endeavor resolute rx drug eluting stent to treat a moderately tortuous vessel with 98% stenosis in the rca. The device was removed from the packaging per IFU, inspected and negative prep was performed without any issues noted. The lesion was pre-dilated. Resistance was encountered during the device advancement. It is reported that stent got damaged during advancement to the lesion. The physician does not believe that the event was due to use of the device in difficult lesion morphology/anatomy. The procedure was completed with a 2.25x18mm other brand device. No patient injury reported. Summary of device evaluation: the stent had deformed struts on the first 3 proximal stent segments and on the 7th and 8th proximal stent segments. Summary of image review: the procedural images confirm the tortuous nature of the rca vessel. The images do not capture the attempted delivery and subsequent withdrawal of the endeavor resolute stent. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.

Manufacturer narrative:
Evaluation results: operational problem (moderately tortuous vessel with 98% stenosis). Deformation problem (stent). Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (moderately tortuous vessel with 98% stenosis). (B)(4).